Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the spine surgery that she will undergo. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure of the ipg for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure of the ipg for an unknown reason.